Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2019; 439888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived at a follow up device check with fatigue. Interrogation of the device revealed that the right ventricular (rv) lead exhibited a sudden rise in thresholds resulting in high thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was revised.